Event description:
There was an allegation of questionable lithium results for 1 patient sample on a cobas c 503 module. The initial result was 1.27 mmol/l. The repeated result was 0.326 mmol/l. The questionable result was reported outside the laboratory. The medical personnel complained about the high result which caused the customer to repeat the test.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. A precision check was performed with acceptable results. The field service representative cleaned the flowpath and replaced a probe. He measured the rinse volume by performing an air purge and performed checks with acceptable results. The investigation is ongoing.

Manufacturer narrative:
No findings were reported for the provided water samples. The investigation confirmed that although foreign substances were attached to the surface of the inner wall of the provided reagent probes, the probes met specification tests. The origin of the foreign substances could not be found. The investigation did not identify a product problem.